Event description:
The pt developed device endocarditis from his original implant. Please refer to medwatch report dated 08/21/1998. This second left ventricular assist device was removed. It is felt that this second implant was not a factor in the pt's demise and did not have impact on the pt's course from the infection which occurred with the first implant.